Manufacturer narrative:
(B)(4).

Event description:
The customer complained of low ise indirect na results for about 30 patient samples that were reported outside of the laboratory and had to have corrected reports issued. The data for 3 patient samples were provided of which all had a reportable malfunction for sodium. The questionable results were generated from a cobas 6000 c (501) module. The customer stated that potassium and chloride results had no discrepancies and no corrected reports had to be issued. Patient 1 initial sodium result was 124 mmol/l, with a data flag. The repeat sodium result was 137 mmol/l. Patient 2 initial sodium result was 122 mmol/l, with a data flag. The repeat sodium result was 135 mmol/l. Patient 2 is a (B)(6) year old female with a data of birth that was requested but was not provided. Patient 3 initial sodium result was 121 mmol/l, with a data flag. The repeat sodium result was 135 mmol/l. Patient 3 is a (B)(6) year old male with a data of birth that was requested but was not provided. The repeat testing was performed on another cobas c501 analyzer. No patients were treated based on the erroneous results. The sodium electrode lot information was requested but was not provided. The customer noticed that the anion gaps were low and tried performing troubleshooting. He changed all of the electrodes, changed the pinch valve tubing and the sipper tubing, changed all reagents, and ran activator and plasma samples through. He primed the system and did an ion selective electrode (ise) check. The subsequent calibrations had multiple errors and the customer deactivated the ise module. The field engineering specialist found a hole in the vacuum line tubing for the rinse nozzle. The hole was causing the rinse nozzle to leak back into the reaction cell diluting the reactions. He replaced the affected tubing. He ran a mechanism check and verified the nozzle was no longer leaking. He adjusted the rinse volumes and installed a new ise sipper probe, sipper tubing, and pinch tubing. He ran ise calibration and qc with acceptable results. Further investigation confirmed the field engineering specialist initial finding as the root cause.

Manufacturer narrative:
The customer stated that there have been no further issues.